Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The patient was hospitalized for other indication. The same day as event onset, the patient was treated with vancomycin injection (2gm, intraperitoneal, every 5th day, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing), and heparin injection (1/2 ml per bag, ongoing) for peritonitis. It was reported that the patient was retrained on proper aseptic technique. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient recovered from the peritonitis event (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.